Event description:
The manufacturer received an explanted infusion pump from a funeral home stating the patient expired. The cause and date of the patient's death were not reported. The returned pump was programmed to infuse morphine and bupivicaine 15mg/ml at 2.889mg/day. Follow up information has been requested from the patient's health care provider regarding the circumstances relating to the patient's death. A follow up report will be sent when new information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis and the results are incomplete at the time of this report. A follow up report will be sent when the analysis results are complete.